Event description:
During a treatment procedure to implant a greenfield filter, the filter did not fully deploy. The greenfield filter was inserted through the right jugular vein and advanced into the inferior vena cava. When the physician deployed the greenfield filter, it did not appear to completely open. Per the reporter, the filter may have been deployed into an area of thrombus, causing the legs to become bound. A second greenfield filter was inserted and deployed. The second filter appeared to also only partially deploy but the physician is satisfied that the pt is adequately protected against recurrent emboli. The pt is reported as 'fine' following the procedure.